Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the medical engineer received an electrical shock from the device handle when current was applied. No burns resulted from the shock, however, and the condition of the medical engineer was reported to be fine. The device had been inspected prior to use and no visible issues were noted. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, although evidence of use was noted in the loop section. The unit extended and retracted according to specifications and passed a resistance test (device read at 11.04 ohms). The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event; the complaint was not confirmed. A labeling review was performed and no anomalies were noted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the medical engineer received an electrical shock from the device handle when current was applied. No burns resulted from the shock, however, and the condition of the medical engineer was reported to be fine. The device had been inspected prior to use and no visible issues were noted. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(4), 2011. According to the complainant, the medical engineer received an electrical shock from the device handle when current was applied. No burns resulted from the shock, however, and the condition of the medical engineer was reported to be fine. The device had been inspected prior to use and no visible issues were noted. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.